Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow valve was replaced, and the unit was returned to service. No report of patient involvement. Date of manufacture year is 2003. Day and month are unavailable at time of MDR filing.

Event description:
The hospital reported the flow valve would stick intermittently causing a loss of mechanical ventilation. There was no report of patient involvement.